Manufacturer narrative:
Device evaluation electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Monitor sn (B)(4) was returned to the manufacturer for evaluation. As received, monitor sn (B)(4) failed functionality testing. Root cause investigation is currently underway. There is no evidence to suggest that the defective monitor caused or contributed to the patient's death as the patient was in a non-treatable rhythm at the time of passing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment or patient death. A supplemental report will be submitted upon the completion of the monitor evaluation.

Event description:
A distributor contacted zoll to report that a patient passed away on (B)(6) 2016 while wearing the lifevest. The patient was alone and in his bed at the time of passing. Prior to the patient's passing, the patient received two inappropriate treatments. The first treatment occurred at 12:48:40 am on (B)(6) 2016. The patient's rhythm prior to the shock was asystole. The post-shock rhythm was also asystole. The second treatment occurred at 12:49:05 am on (B)(6) 2016. The patient's rhythm at the time of the treatment was asystole. The post-shock rhythm was also asystole. The response buttons were not pressed during the event. There is no evidence that the inappropriate treatments caused or contributed to the patient's death as the patient was already in a non-life-sustaining rhythm prior to the treatments.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the monitor failed detect and treat testing and displayed a service code 102 (charge profile fault). The cause for the failure was isolated to a shorted c19 on the defib board. The root cause for the shorted c19 component could not be positively identified. ********************************************************************** device evaluation electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Monitor sn (B)(4) was returned to the manufacturer for evaluation. As received, monitor sn (B)(4) failed functionality testing. Root cause investigation is currently underway. There is no evidence to suggest that the defective monitor caused or contributed to the patient's death as the patient was in a non-treatable rhythm at the time of passing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment or patient death. A supplemental report will be submitted upon the completion of the monitor evaluation.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor failed incoming functionality testing. **************************************************************************************************** a distributor contacted zoll to report that a patient passed away on (B)(6) 2016 while wearing the lifevest. The patient was alone and in his bed at the time of passing. Prior to the patient's passing, the patient received two inappropriate treatments. The first treatment occurred at 12:48:40 am on (B)(6) 2016. The patient's rhythm prior to the shock was asystole. The post-shock rhythm was also asystole. The second treatment occurred at 12:49:05 am on (B)(6) 2016. The patient's rhythm at the time of the treatment was asystole. The post-shock rhythm was also asystole. The response buttons were not pressed during the event. There is no evidence that the inappropriate treatments caused or contributed to the patient's death as the patient was already in a non-life-sustaining rhythm prior to the treatments.